Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump alarmed button error and was unable to clear it. Customer's blood glucose was unknown. The device might have been exposed to sweat, since customer jogs and wears the device under her clothes. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the device for further analysis.